Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this incident that occurred in (B)(6). Problem. Pt has a mr procedure. The pt was scanned with the synergy body coil with their feet first into the magnet. The coil was positioned on the thighs for examination on thigh parenchyma. The cable and interface box were positioned on the left side of the pt. Immediately after the examination a second degree burn with a 1.3 x 3 cm blister appeared on the right lower leg (tibia).

Manufacturer narrative:
Eval results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.